Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "when checking the vent in aprv mode the pressure is too high at the start and then drops to correct level also when in p-simv mode settings should produce a peak of 30cmh2o but it seems it doubles the set peep and is 35 cmh2o." No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, when the ventilator was checked in aprv mode, the pressure is elevated before stabilizing at the correct level. Additionally, in p-simv mode, although the settings are configured to produce a ppeak of 30 cmh2o, the pressure reaches approximately 35 cmh2o. The exact circumstances of occurrence remain unknown; however, it is important to empishize that no patient was involved at the time of the event. The root cause was identified as a defective servo module, which was subsequently replaced. After the replacement, the device operated as intended.